Event description:
It was reported that patient followed up the surgeon who initially implanted device. Over time the patient has significant osteolysis develop around the collar of the stem and behind the cup. Dr believes the debris caused by metal head (cobalt chrome) and trunnion of accolade stem (titanium) is to blame. Revision was necessary as the cup was loose.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding patient factors involving an accolade stem was reported. The event was not confirmed. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated:"it thus appears that this corrosion was not severe and compatible with what is regularly seen in revision surgery, mild corrosion effects at the taper junction due to differences in elastic modulus between femoral head (cochr) and tmzf alloy of stem and thus some micro-motion under loading. This represents a procedure-related effect and should be considered benign unless severe or accompanied byother findings." The clinician concluded: "root cause is most probably procedure-related but this can not be effectively established with the material available for this case at this time." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including the primary operative report, progress notes and x-rays are needed to fully investigate the event.

Event description:
Update - 08/01/2013: it was reported that as per the operative notes - "failed right totaled hip replacement with acute acetabular loosening and chronic synovitis, most likely secondary to local tissue reaction from corrosion at cobalt chrome femoral head and titanium interface."